Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement axiem shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that after the axiem unit was placed in navigation mode for 8 minutes the axiem box tab went to red status and showed error "axiem box not communicating with system". Electrical failure mode, red status/no tracking, directly caused the event.

Event description:
A medtronic representative reported that while performing a planned maintenance task on a navigation system, the axiem box became intermittent, then unresponsive. While reporting the issue medtronic navigation technical services, the navigation system corrected itself and regained normal function. There was no patient present when this issue was identified.